Manufacturer narrative:
This event was received through medwatch: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 5 l effluent bag was observed to be leaking during continuous renal replacement therapy (crrt). Therapy was being performed with a prismaflex machine via extracorporeal membrane oxygenation (ECMO), connected with a prismaflex set. It was reported that upon changing the effluent bag, the right atrial pressure started to decrease to negative numbers, the ECMO circuit was cutting out and the venous negative pressure from ECMO became too negative and the patient flow from ECMO decreased. The patient became hypotensive and was treated with a bolus of 60 ml of normal saline. The effluent bag was observed to be leaking in spite of the outlet valve being completely closed. A new bag was used to continue with therapy. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.